Event description:
A user facility clinical manager (cm) reported that a blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. It was reported that blood was seen leaking externally from the venous connector of the combi set bloodline, where the combi set connects with the dialyzer. The cm stated that the venous connector disconnected from the optiflux dialyzer. The machine, a fresenius 2008t hd machine, did not produce any alarms. There were no defects observed on the optiflux dialyzer or on the combi set bloodline, including at the site of the disconnection/leak. The cm said the threading of both devices appeared normal, and the connection was confirmed to be secure prior to treatment initiation. Furthermore, there were no leaks noted during the priming phase. Following the leak, the patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. It was reported that blood was seen leaking externally from the venous connector of the combi set bloodline, where the combi set connects with the dialyzer. The cm stated that the venous connector disconnected from the optiflux dialyzer. The machine, a fresenius 2008t hd machine, did not produce any alarms. There were no defects observed on the optiflux dialyzer or on the combi set bloodline, including at the site of the disconnection/leak. The cm said the threading of both devices appeared normal, and the connection was confirmed to be secure prior to treatment initiation. Furthermore, there were no leaks noted during the priming phase. Following the leak, the patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.